Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "primary alarm failed" message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a "primary alarm failed" message. The customer reported that both speakers were replaced, but the error code (1102) was still occurring. The customer confirmed that the braided wire was not touching the back of the speakers. The rse advised the customer to replace the central processing unit (cpu). The customer would attempt to replace the cpu and call back for the option codes. After replacing the cpu, the customer called philips back and requested the option codes. The rse provided the option codes for activation and noted that the system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Additional details were provided, and it was reported that the customer was still experiencing the primary alarm failure after replacing the speakers and central processing unit (cpu) board. The remote service engineer (rse) noted that the device had software 2.10. The customer was provided with software 2.30. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the responder reported that the device's software had not been updated, and was unable to provide any further details regarding the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.